Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was for 4 or 5 days when the pt attempted to recharge the ins they got a message saying to call the manufacturer but pt did not recall the message. Pt noted it was taking a long time to charge the ins. Now it was not letting them charge the ins. The pt noted they had taken the controller battery out. During call pt verified no damage to the controller charging port or to the rtm. The pt reset the controller and attempted to recharge the ins, the pt got no device found. Pt attempted to go through passive recharge mode and got a reading of 69-99-99. The issue was not resolved. During call pt could not hear the patient services (ps) agent even though the ps agent could still hear the pt, pt disconnected the call. Ps attempted to call pt back multiple times but kept getting the pts voicemail.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. The pt called back stating when they went to recharge their ins, they got a message telling them to call it could not give a charge and it provided a rm04 error code. Pt said sometimes it worked and sometimes it did not. The pt just got a letter response request about their charging situation. Pt noted they had trouble once before, so they were sent a new battery several years ago and it did not fit the unit (patient services (ps) understood pt had a small battery door cover and needed a bigger one), the pt was unable to locate case for report of a new battery. A replacement rtm exchange unit and larger battery door cover were requested. Additional information was received from a patient (pt). It was reported that an additional message that the pt saw was a "software problem, call medtronic". The pt reported that it was not charging. The steps that were taken to resolve the issue with not being able to charge, the "no device found" message, and the call medtronic message was that they received a new recharger. The pt reported that the issue had been resolved, they were sent a new recharger. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.